Event description:
A report was received that a patient developed a personality change. Since the patient was implanted with the device he has been irritable, impulsive and verbally aggressive. The patient was admitted to the hospital and medication (quetiapine) dosage was increased. The event was reported to probably be related to the procedure and not related to the device or stimulation.

Manufacturer narrative:
Update to sections d4 and g1.

Event description:
A report was received that a patient developed a personality change. Since the patient was implanted with the device he has been irritable, impulsive and verbally aggressive. The patient was admitted to the hospital and medication (quetiapine) dosage was increased. The event was reported to probably be related to the procedure and not related to the device or stimulation.